Event description:
It was reported that the customer experienced on-going, continuous low blood glucose (bg) levels. Bg value was 33 mg/dl. Bg cause was unknown. Customer addressed bg level by consuming carbohydrates/performing and a supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.